Event description:
It was reported that there are episodes of invalid data. The data was analyzed and the "invalid data" is due to a bit flip in the device memory. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - diagnostics problem. Programmer s2d data for file (B)(4) shows data - arrhythmia episodes #5243, 5252, 5254 with "episode # detailed data is invalid" between (B)(4) 2012 22:04:53 and (B)(4) 2012 02:11:21.